Manufacturer narrative:
As reported, during a percutaneous transluminal angioplasty (pta), a 150 cm. Saber 5 mm. X 4 cm. Balloon catheter (bc) ruptured at five atmospheres (5 atm.). The procedure finished successfully although details were not provided. There was no reported patient injury. The target lesion was the iliac artery. The lesion was reported to be not calcified. No additional target lesion characteristic information was available. An unknown guidewire was used to cross the target lesion intravascular ultrasound (ivus) was performed prior to the reported product issue. Additional information received indicated that there was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown. No additional information is available.   The device was not returned for analysis. A device history record (DHR) review of lot 17023284 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.   The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information provided, vessel characteristics (although unknown) may have contributed to the reported event. According to the instructions for use (IFU), ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.   Please note that this is the initial/final report for this product.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta), a 150 cm. Saber 5 mm. X 4 cm. Balloon catheter (bc) ruptured at five atmospheres (5 atm.). The procedure finished successfully although details were not provided. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the iliac artery. The lesion was reported to be not calcified. No additional target lesion characteristic information was available. An unknown guidewire was used to cross the target lesion intravascular ultrasound (ivus) was performed prior to the reported product issue. Additional information received indicated that there was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown. No additional information is available.